Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection revealed that the guidewire was not fractured; however, it was bent and stretched near the tip. No other issues were identified during the product analysis. The technique used by the physician and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity.

Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the liver. A 180x25cm fathom -16 guidewire was selected for an endovascular procedure. However, it was noted that the device broke when physician attempted to shape the tip during preparation outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the liver. A 180x25cm fathom -16 guidewire was selected for an endovascular procedure. However, it was noted that the device broke when physician attempted to shape the tip during preparation outside the patient. The procedure was completed with another of the same device. No patient complications were reported.